Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with "ch a failure 701:00" was confirmed during device evaluation. The root cause was determined to be corrosion in the channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "ch a failure 701:00 ". It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention, or adverse reaction associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.